Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent pocket revision wherein nothing was implanted and explanted. The patient was doing well post operatively.

Manufacturer narrative:
.